Event description:
Reporter indicated a vns patient presented with high lead impedance on a system diagnostic test. The pt had not experienced any trauma that would potentially cause a lead break. The MFR reviewed x-rays and noted a lead fracture. Revision surgery is likely. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contributed to a death or serious injury.